Event description:
Healthcare professional reported "MRI with signs of rupture". Healthcare professional reported later "presenting some radial folds and axillary lymph nodes documented with a usual appearance for the method". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6). Continued e1 address: (B)(6).